Event description:
It was reported that the patient had not felt any stimulation since the MRI on her back the day prior to the report. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 39286-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).